Manufacturer narrative:
The manufacturing records for the onxaap-19 sn (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. The onxaap-19 sn (B)(6) was implanted emergently on (B)(6) 2019 in 76-year-old female with acute type a aortic dissection. The initial attempt at repair of aorta with graft replacement alone was unsuccessful (aorta continued to tear) which led to use of the aap in the aortic root in conjunction with 28mm dacron tube with a side arm for the ascending aorta. Transesophageal echo (tee) showed good valvular function and no paravalvular leak. However, profound coagulopathy was noted at the end of the case and despite multiple efforts, diffuse coagulopathy and disseminated intravascular coagulation (dic) were still observed and monitored for an extended period of time in the operating room. The patient's chest was eventually closed while still hemodynamically tenuous and transferred to ICU in very guarded condition. Discharge summary indicated the patient died early the next morning (the document incorrectly lists the time and date as 04:47 on (B)(6) 2019; it should be on (B)(6) 2019). Cause of death was described as profound cardiogenic shock following surgery. With the evidence presented, it appears the patient's coagulopathy led to cardiac arrest and death. There is no indication, evidence, nor implication that the on-x valve failed to function as designed. Although the valve does not appear to be the cause of death, nevertheless its instructions for use [IFU] note the possibility of adverse events associated with the implantation of aortic valved grafts, including heart failure and death. The sts database for 2016 reports an all-cause operative mortality of 2.2% for avr procedures. Patient¿s death is a result of persistent coagulopathy post-surgery leading to cardiogenic shock. No further action required. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, implant notification (onxaap-19 sn (B)(4)) was received with "estate of [patient's name] listed where the patient's name is referenced. An internet search was performed, and a possible match was found. A call to the hospital confirmed the patient's death. Preoperative diagnoses: acute type a aortic dissection. Postoperative diagnoses: acute type a aortic dissection extending into the arch and descending aorta and into the aortic root. Procedure: repair of acute type a aortic dissection under deep hypothermic circulatory arrest, ascending aortic replacement with 28 mm dacron tube graft, aortic root and aortic valve replacement with 19 mm on-x mechanical aortic valve conduit, right femoral arterial cutdown, cannulation and subsequent repair, right subclavian vein double-lumen central line placement disposition: ICU hemodynamically tenuous and guarded condition. Profound coagulopathy requiring multiple blood product active transfusion. Acute type b aortic dissection, status post emergent operative intervention, replacement of ascending aorta and aortic root replacement with mechanical valve conduit, profound coagulopathy following surgery and dic, profound cardiogenic shock following surgery. Patient deceased.